Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 419688 lead, implanted: (B)(6) 2010; 5554-53 lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert was triggered, the impedance trend on the rv (right ventricular) pacing lead was rising, and pacing capture threshold in the rv (right ventricle) was elevated. The analyst noted that beginning (B)(6) 2014, the sensing integrity counts up to 986 with high rate non-sustained tachycardia (nst) episodes with evidence of lead noise oversensing. On (B)(6) 2014, the rv bipolar lead impedance spiked to 1007 ohms and is variable. The rv capture threshold is increasing slightly from 1.250 volts to 1.750 volts. The rv lead integrity warning occurred on (B)(6) 2014 for sensing integrity counter greater than 30 in 3 days and high rate non-sustained episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital after hearing an alert starting the previous day. It was further determined that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high counts of short interval counts (sic), non-sustained ventricular tachycardia episodes, and episodes of noise. The patient was asked to press their hands in front of their chest and change their body position, in which no further noise was induced. A slight change in lead impedance and threshold were confirmed as well. The rv lead polarity was changed to rv tip to coil as instructed by the physician and the patient is currently under observation. The rv lead remains in use. No patient complications have been reported as a result of this event.